Manufacturer narrative:
The event occurred in (B)(6) of 2020. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused midazolam. 5 mg/ml (50 ml volume) of midazolam was ordered and hung at rate of 16 mh/hr (3.2 ml/hr) at 19:30. Around 5:00 the registered nurse noted the bag looked low in volume. The pump displayed there was correct volume remaining to be delivered; yet the bag was much less. The problem was found during patient infusion at the patient room. There was no known patient injury or medical intervention associated with this event. No additional information is available.